Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient presented for further testing following a significant myocardial recovery. An ultrasound was performed and repeated with the ventricular assist device (vad) stopped. The vad would not restart following the ultrasound. It was not noted there was concern for a thrombus prior to the ultrasound but the patient had hemolysis values in the upper normal range and clotting parameters were also not fully in the target range. Anticoagulants were administered. The patient underwent a pump explant and the physician visually noted thrombus particles flushed out of the pump. The vad was returned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the p erformance of the device in relation to the reported event. Review of the log files associated with controller con318292 revealed two (2) low flow alarms logged since 12/jun/2019. Review of con318292's event log file revealed a pump stopped event on 14/jun/2019 at 12:03:12, which corresponds with the reported stopping of the pump during the ultrasound procedure. A vad stopped alarm was then logged at 12:07:51 indicating that the pump failed to restart after several attempts. Nine (9) additional vad stopped alarms were logged between 12:08:37 and 12:14:05 due to the pump failing to restart after several attempts. Additionally, one (1) vad disconnect alarm was logged at 12:08:50, indicating a physical disconnection of the driveline from the controller, likely during troubleshooting. Review of the log files associated with controller con320108 revealed eleven (11) additional vad stopped alarms logged between 12:12:01 and 13:02:52 due to the pump failing to restart after several attempts. As a result, the reported failure of the pump to restart event was confirmed. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed no evidence of thrombus within the device. Based on the risk documentation, possible causes of the low flow alarms may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. The most likely root cause of the vad stopped alarms can be attributed to failure of the pump to restart after several attempts. An internal investigation evaluated failures of the pump to restart at the system level (interaction between the pump and peripheral devices). Based on an extensive internval investigation, the likely contributing causes for failure to restart come from the presence of increased starting resistance in a very small number of implanted patients. This resistance is likely specific to the physiology of these patients, an area of limited access for further investigation. Therefore, no actionable root causes were identified. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for patient laboratory data. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the pump (B)(6) was returned for evaluation. The controller (B)(6) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. A review of (B)(6) and (B)(6) manufacturing documentation confirmed that the associated devices met all requirements for release. Failure analysis of the returned pump revealed that the device passed visual examination and functional testing. Dimensional verification revealed that the front preload measurement was found to be deviating from release specifications. CAPA: pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Internal pathology report revealed no evidence of thrombus within the pump. Log file analysis revealed that (B)(6) was the patient¿s primary controller initially in use at the time of the reported event. Log file analysis associated with (B)(6) revealed a vad stopped alarm logged on (B)(6) 2019 at 12:07:51 due to a failure of the pump to restart after multiple attempts. A controller power-up was then logged at 12:08:20, likely due to troubleshooting of the vad stopped alarm. This was followed by nine (9) additional vad stopped alarms due to a failure of the pump to restart after multiple attempts, a controller power-up without a successful pump start event and a vad disconnect alarm indicating a physical disconnection of the driveline from the controller likely due to troubleshooting. In addition, review of the alarm log file associated with controller (B)(6) revealed two (2) low flow alarms logged since on (B)(6) 2019. Log file analysis associated with (B)(6) revealed a controller power-up event logged on (B)(6) 2019 at 12:11:45. Review of the event log file revealed that, prior to the power up event, the controller last had power on (B)(6) 2019. Review of the data log file revealed that the controller was not in use prior to the reported event, indicating that the controller power-up event occurred during a controller exchange. Eleven (11) vad stopped alarms were logged on (B)(6) 2019 between 12:12:01 and 13:02:52 due to a failure of the pump to restart after multiple attempts. As a result, the reported event was confirmed. Based on the available information, the device may have caused or contributed to the reported event. Information provided by the site indicated that the patient presented for further testing following a significant myocardial recovery. An ultrasound was performed and repeated with the ventricular assist device (vad) stopped. The vad would not restart following the ultrasound. It was not noted there was concern for a thrombus prior to the ultrasound but the patient had hemolysis values in the upper normal range and clotting parameters were also not fully in the target range. Anticoagulants were administered. The patient underwent a pump explant and the physician visually noted thrombus particles flushed out of the pump. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, and the patient's complex post-operative course. There are possible patient, pha rmacological, and procedural factors that may have contributed to this event. Based on the risk documentation, possible causes of the low flow alarms event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. The most likely root cause of the controller power-up events can be attributed to controller exchanges and troubleshooting of the vad stopped alarms. The most likely root cause of the vad disconnect alarm can be attributed to physical disconnections of the driveline from the controller during the troubleshooting of the vad stopped alarms. The most likely root cause of the vad stopped alarms can be attributed to a failure of the pump to restart after multiple attempts. (B)(6) is in scope of fca cvg-21-q3-21, which was initiated for pumps with failure to restart. CAPA: pr00502194 investigated pump failures to restart. Based on an investigation conducted under CAPA: pr00502194, the most likely root cause of the failure to restart event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Even though this CAPA is now closed, (B)(6) falls within the bounds of this CAPA. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that a patient presented for further testing following a significant myocardial recovery. An ultrasound was performed and repeated with the ventricular assist device (vad) stopped. The vad would not restart following the ultrasound. It was not noted there was concern for a thrombus prior to the ultrasound but the patient had hemolysis values in the upper normal range and clotting parameters were also not fully in the target range. Anticoagulants were administered. The patient underwent a pump explant and the physician visually noted thrombus particles flushed out of the pump. The vad was returned. No further patient complications have been reported as a result of this event. 2021-02-19: it was further reported that the controller was removed from use.

Manufacturer narrative:
A supplemental report is being submitted for corrections. The initial regulatory report listed operator of device (d5) as healthcare professional. That has been updated to lay user/ patient. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the controller was removed from use.

Manufacturer narrative:
A supplemental report is being submitted for additional information, investigation completion and correction. Additional information was received regarding the recall number. Section b5 event description was corrected to include a statement regarding the disposition of the controller. Section h10 was corrected to include device and code information for the controller. Product event summary: the pump was returned for evaluation. The controller (con320108) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Review of con318292's event log file revealed a pump stopped event on 14-jun-2019 at 12:03:12, which corresponds with the reported stopping of the pump during the ultrasound procedure. A vad stopped alarm was then logged at 12:07:51 indicating that the pump failed to restart after several attempts. Nine (9) additional vad stopped alarms were logged between 12:08:37 and 12:14:05 due to the pump failing to restart after several attempts. Additionally, one vad disconnect alarm was logged at 12:08:50, indicating a physical disconnection of the driveline from the controller, likely during troubleshooting. Review of the log files associated with controller con320108 revealed eleven additional vad stopped alarms logged between 12:12:01 and 13:02:52 due to the pump failing to restart after several attempts. As a result, the reported failure of the pump to restart event was confirmed. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Internal pathological report revealed no evidence of thrombus within the device. Based on the risk documentation, possible causes of the low flow alarms may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. The most likely root cause of the vad stopped alarms can be attributed to failure of the pump to restart after several attempts. CAPA pr00502194 is investigating pump failures to restart. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-may-2019 / (B)(6) UDI #: (B)(4) d9: no h3: yes h4: mfg date: 04-may-2018 h5: no h6: patient ime code(s): e0303, e0514, e061202 h6: imf code(s): f1203, f1903, f2203, f2303 h6: FDA device code(s): a141204 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d12, d10 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.